Event description:
Respondent called regarding what they thought was a potential electrical hazard with tanning beds in a new salon. Respondent spoke with chief engineer who states that they had listed the MFR's products before. Engineering and technical supv came out and performed the physical test and reported finding as of 02/2002, they had suspended the MFR's right to apply listing mark on tanning beds for non compliance in the construction of their tanning equipment. Tech came out and did 3 different evaluations on different days. Each time, the dealer made adjustments to the tanning beds and the tech finally provided the co with a field certification. Allowing them to put a label on the product and operated their business. Respondent is concerned that other states may have these tanning beds in use and not know of the hazard that they present.